Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified unspecified vessel. A 3.00x32mm promus element plus stent was selected. Before deploying this device, resistance was encountered. When the device was removed from the patient, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device identified a hypotube kink at the distal end of the strain relief. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. The proximal and distal stent strut rows were slightly flared which resulted in a "dogboning" effect. This is caused by minimal positive pressure being applied to the balloon causing the stent to flare at both ends. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified unspecified vessel. A 3.00x32mm promus element¿ plus stent was selected. Before deploying this device, resistance was encountered. When the device was removed from the patient, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.